Event description:
Customer called regarding the meter allegedly reading error 2. They did not report any symptoms. There was no evidence of an adverse event, based on the information provided. The customer service representative tried troubleshooting and kept getting error 2. The meter was replaced due to an unresolved issue.